Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload loaded in the device. In addition three cartridge reloads were received fully fired and in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a stomach tube formation procedure, the staples were malformed at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. One device and three cartridges will be returning.

Manufacturer narrative:
(B)(4).